Manufacturer narrative:
The downloaded data returned an 0x1c alarm, indicating ¿pump has reached the pump expiration time ¿. The device ran for 80:00 hours and 3156 pluses before alarming and then deactivating. The downloaded data did not show any signs of struggle or pulse width increase that would indicate a failure to deliver insulin. Damage was observed to the needle mechanism assembly. The slide retract was observed to be broken and pressed below the needle mechanism. The linkage assembly was observed to be crushed. The formed needle was outside of the slide retract. No cracks or dents were observed on the housing. The cause and timing of the damage could not be conclusively determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose levels reached 390 mg/dl while wearing the pod between 4 and 24 hours. Patient's mother also reported the presence of trace ketones. As treatment, a manual injection of insulin (9 units) was delivered. The patient's blood glucose history is as follows: (B)(6).